Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) had been treated by the device for ventricular tachycardia (vt). The patient received anti-tachycardia pacing (atp) therapy however, it did not convert therefore, a 11j shock was given which converted the patient. It was noted that after the shock, the patient went back into vt and the device induced the patient into atrial fibrillation (af). The device delivered a 41j shock and successfully converted both rhythms. At this time, the device remains in service. No additional adverse patient effects were reported.